Event description:
It was reported that chest pain and stent thrombosis occurred. Vascular access was obtained via the femoral artery. The 20mm in length target lesion was located in the mildly tortuous, non-calcified and 4.0mm in diameter diagonal left anterior descending artery. A 4.00mmx20mm promus element¿ stent was advanced and implanted in the lesion. The initial stent placement was well implanted and well apposed. However, 7 days post procedure, the patient presented with chest pain. It was found out that there was a thrombosis at the edge of the 4.00mmx20mm promus element¿ stent. Another 3.5x20mm promus element¿ stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).